Manufacturer narrative:
Updated fields: b4, g2, g3, g6, g7, h2, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11. Corrected fields: g1(contact person), h6(problem code). The removed solenoid control board and power management board were returned to the failure analysis and testing department for investigation. The failure analysis and testing(fat) dept. Performed a visual inspection of all parts received and found a shorted (burned) component c12 on solenoid control board. This was the reason the customer observed black smoke coming out of the air outlet. This damage poses a risk to the test fixture. Due to this damage and the risk it poses, this part cannot be investigated any further by the failure analysis and testing dept. Inspection of power management board was performed and found the power management board to be in good condition. The failure analysis and testing dept. Installed pcb power management board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The failure analysis and testing dept. Observed that the power management board would not shut down when the on off switch was pressed. In order to shut down the cardiosave, all power had to be removed from the cardiosave. Pcb power management board failed testing. The power management board most likely was compromised by the solenoid control board having a shorted c12. Retaining the boards in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and advised that the on-site inspection revealed that the capacitor of the valve control board was burned, and burned through to the motor control board. The circuit board was not affected, so to fix the issue the fse tried replacing the valve control board, but it continued failing to start normally, and then shutdown the unit with a continuous buzzer. The issue was resolved when the power management board was replaced, and then the batteries were turning on normally. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use while the cardiosave intra-aortic balloon pump (iabp) is turned on with the ac power connected, the iabp alarmed and black smoke was coming out of the air outlet. The power button was unable to be used to shut down the unit, and continued to alarm. When the battery was removed the power was shutdown. There was no patient involvement, and no adverse event reported.